Manufacturer narrative:
Batch review performed on 25 october 2018. Lot 179785: (B)(4) items manufactured and released on 13 march 2018. Expiration date: 2023-02-22 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection one month after primary surgery. The pathogen is unknown. The surgeon swapped the poly. The surgery was completed successfully.